Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The returned device was functionally tested and the product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device labeling have been conducted for investigation purposes and was found adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was inserted and urine outflow was confirmed on male patient. An attempt to inject fixed water with a syringe failed. The physician confirmed that the balloon was inserted correctly and attempted to inject fixed water again, but encountered strong resistance, making the injection impossible, so the balloon was removed. There was also resistance during removal, and when the physician pulled it out, the balloon was found to be slightly inflated. After removal, an attempt to inject fixed water into the balloon was made, but it was found to be unable to be injected. When the physician injects fixed water again to confirm the cause, the balloon opened, allowing sterile water to be injected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter balloon was inserted and urine outflow was confirmed on male patient. An attempt to inject fixed water with a syringe failed. The physician confirmed that the balloon was inserted correctly and attempted to inject fixed water again, but encountered strong resistance, making the injection impossible, so the balloon was removed. There was also resistance during removal, and when the physician pulled it out, the balloon was found to be slightly inflated. After removal, an attempt to inject fixed water into the balloon was made, but it was found to be unable to be injected. When the physician injects fixed water again to confirm the cause, the balloon opened, allowing sterile water to be injected.